Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia. The patient was reporting that they were working with their healthcare provider (hcp) trying to work on replacing the ins because it was implanted in 2009 and it was doing some weird things. The patient also reported that they wanted to have their recharger replaced because they thought that the recharger wasn't working. The patient reported that these issues first started a couple of weeks ago. The patient reported that when they were charging, the recharger would all of a sudden flash up the call your doctor message or it just wouldn't charge. The patient reported starting a charging session while on the phone and confirmed they saw the normal ins charging screen, and the call your doctor message could not be replicated. A replacement recharger was sent to the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event.